Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that zb04-or09 was not booted and got stuck on cfm admin or bios screen. A technical support specialist connected to the station, followed the steps to set auto log in and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a zb04-or09 was not booted and got stuck on cfm admin or bios screen. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.